Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead exhibited unspecified over-sensing and had connection problem with the pacemaker. The ra lead was also reported to be damaged. Patient status was not provided.